Event description:
The physician reports that the crystalens haptics tore during insertion. Intervention was performed in order to enlarge the incision and replace the damaged lens. A second crystalens was implanted.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.